Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 160 units of insulin, and the customer uses approximately 37 units, and the insulin gauge decreases about 100 units. Review of the pump data logs showed that the cartridges were being filled with 110 units, and based on basal and bolus delivery, the pump recalculated to 65 units. Blood glucose level was in the 400's (mg/dl) mg/dl.